Event description:
A report was received from a user facility in the USA stating: the vitrectomy cutter was functioning correctly at the beginning of the procedure, but then stopped cutting. The cutter was replaced and the procedure was completed without further incident." There was no serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
One opened pack from lot u7377 was received. The tubing was tangled inside the pack tray with fluid in the lines and dried solution in the collection cassette. The tip protector was in place. The needle did not appear to be bent. The port window was in the opened position and the back cap was aligned correctly with the vent hole. A functional test was performed using a stellaris pc system. The cutter had good, clean cuts and aspirated as required during testing. The reported problem could not be confirmed. The sterilization and lot history records for this device were reviewed and found to be acceptable.